Manufacturer narrative:
Summarize: the reported incident that the nurse hung 100ml bag of potassium set volume to be infused to 100ml at the rate of 100 ml/h completed, but only about half was used, could not be reproduced in this investigation. Review of the pcu error log showed no recorded errors or malfunctions on the reported date of the event. Review of the pcu event log showed no obvious programming errors that resulted in the reported event. On the date of the reported event: the primary infusion was programmed to infuse at the rate of 100 ml/h and the vtbi of 100 ml at 9:32:31 am. The infusion completed and kvo began at 10:32:56 am. The pump module was channeled off at 10:38:31 am. The volume infused was recorded to be 100.481 ml. An additional infusion was programmed at the rate of 100 ml/h and vtbi of 50 ml at 10:48:59 am. The infusion completed and kvo began at 11:19:12 am. The pump module was channeled off at 11:21:06 am. The volume infused was recorded to be 51.939 ml. The total volume infused during the date of the reported event was recorded to be 152.42 ml. It could not be determined through log review why the user added an additional 50 ml. The actual bag volume could not be ascertained from the event logs. Timed rate accuracy testing performed found that the returned pump module delivered fluids within specifications. Testing using the administrative set from the lab with the roller clamp fully closed and then partially closed during an infusion triggered patient side occlusion alarms on the pump module as expected. Asm preventative maintenance performed on the pump module found that the device was detecting occlusions properly. Internal inspection found no irregularities. The device was being used for treatment. Root cause: the root cause of the reported incident that the nurse hung 100ml bag of potassium set volume to be infused to 100ml at the rate of 100 ml/h completed, but only about half was used, could not be identified during log review or device testing. Sample inspection: the inspection process performed on the pump module sn (B)(6) found no issues relevant to the reported incident. Log analysis results: the review of the pcu point of care unit (a.k.a. Alaris® pc) error log found no recorded errors or malfunctions on the reported date of 12 november 2020. The pcu event log showed that on (B)(6) 2020 at: 9:32:31 am, potassium chloride (drug ID 473) was selected from guardrails drugs. The user selected the therapy type ¿telemetry unit¿ and the concentration ¿20meq/100ml¿. The primary infusion was programmed to infuse at the rate of 100 ml/h with the vtbi of 100 ml. The calculated duration of this infusion was one hour. 10:32:56 am, the primary infusion completed. Kvo began. 10:38:31 am, the pump module was channeled off. The pvi (primary volume infused) was recorded to be 100.481 ml. 10:44:33 am, the user cleared the volume infused for the pump module on the pcu. 10:45:54 am, the user selected the pump module and programmed a basic infusion at the rate of 100 ml/h and vtbi of 50 ml. The calculated duration of this infusion was thirty minutes. The pvi was recorded to be 0 ml. 10:47:30 am to 10:48:23 am, the user paused the infusion and shortly afterward, the pump module alarmed for flo stop open and door closed. After the door was closed, the user restarted and paused infusion once more. 10:48:59 am, the user selected the pump module and again reprogrammed a basic infusion at the rate of 100 ml/h and vtbi of 50 ml. The calculated duration of this infusion was thirty minutes. 11:19:12 am, the primary infusion completed. Kvo began. 11:21:06 am, the pump module was channeled off. The pvi was recorded to be 51.939 ml. 11:21:28 am, pcu sn (B)(6) was powered down. The total volume infused during the date of the reported event was recorded to be 152.42 ml. Test results: timed rate accuracy testing performed found that the returned pump module delivered fluids within specifications. Testing using an administrative set from the lab with the roller clamp fully closed and then partially closed during an infusion triggered patient side occlusion alarms on the pump module as expected. Asm preventive maintenance was performed on the pump module found that the was detecting occlusions properly. Test methods: 1503-001-006-r (01) timed rate accuracy test method (dir 10000360036). Device history review: a review of the device history record showed the device had a manufacture date of 01/10/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the nurse hung 100ml bag of potassium set volume to be infused to 100ml at the rate of 100ml/ hour- when she came back, it was alarming complete, but only about half used. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that an under infusion occurred. The patient was to receive 100 ml of potassium but only received 50 ml. There was no patient harm.